Event description:
It was reported that during a left acl repair, the tip of a plla screw was retained in the patient. Following initial screw insertion, the screw would not continue to advance beyond 3/4 depth. The screw was removed. The tip of the screw was noted to be missing. Attempts to retrieve the tip were unsuccessful. A separate arthroscopic incision was made and a new screw was inserted to complete the case. There was a surgical delay time of over thirty minutes. The quality of the patient's bone was described as hard. Follow-up information was provided that the additional incision was made as a result of the first screw breaking; the new screw inserted was not placed over the broken one. No further patient or event information was provided. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device driver socket (head) portion of the screw was returned and an evaluation was conducted. The investigation revealed the implant broke at the distal end approximately 0.2 inches from the tip. At the area of breakage, the implant material was displaced backwards (toward the head). From the condition of the implant, the cause of breakage appeared to be a torsional failure. The most likely cause of this type of event is over-insertion or improper bone preparation. From the information provided and device evaluation, a definitive cause for this event could not be determined. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination.